Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from the patient that approximately six years, nine and a half months following the implant of this transcatheter bioprosthetic valve, the patient suffered a stroke and was hospitalized. No further information was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from the patient that approximately six years, nine and a half months following the implant of this t ranscatheter bioprosthetic valve, the patient suffered a stroke and was hospitalized. No further information was reported. No additional adverse patient effects were reported. Additional information was received that approximately six years and eight months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for five days. Hospitalization was required due to generalized weakness and associated ataxia that was suggestive of a transient ischemic attack (tia). The event was reported to have resolved without sequelae. Additional information was received to report an ischemic stroke was confirmed via magnetic resonance imaging. Symptoms of the stroke were progressive ataxia and generalized weakness. Due to the stroke, medications, aspirinand a high dose statin, were prescribed. Per the physician, the patient had missed a "few" doses of a prescribed anticoagulant medication and noted the cause of the stroke was possibly diet related versus vessel disease. Per the physician, the patient had a positive history of atrial fibrillation and hypertension which could have contributed to the stroke. The stroke resolved; there was no permanent impairment as a result of the stroke.

Manufacturer narrative:
Updated data: b5. Third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately six years and eight months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for five days. Hospitalization was required due to generalized weakness and associated ataxia that was suggestive of a transient ischemic attack (tia). The event was reported to have resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.